Manufacturer narrative:
Additional information: unique device identification(UDI) and manufacture date provided.

Manufacturer narrative:
Missing UDI. Missing device manufacture date. No parts have been returned to the manufacturer for analysis.

Event description:
Medtronic received information regarding a navigation device being used for a sacroiliac and thoracolumbar procedure. The issue occurred intraoperatively and caused no delay to the surgery. It was reported that the universal drill guide (udg) cannula broke off the handle. The surgery was completed with navigation and there was no impact on patient outcome.